Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d2b. Additional pro-code: hwc . D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: device history lot a manufacturing record evaluation was performed for the finished device (part # 04.117.307s lot # 1104p76) and no non-conformances / manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for distal humerus fracture with the va-lcp dhp plate. In the surgery, the screw in question was inserted by fixed mode drilling. During drilling, it was difficult to apply torque, so when the surgeon applied a little force and the screw was inserted, it started idling. And the screw head goes through the plate hole. When the surgeon tried to remove the screw, the screw came back, so it may not have completely penetrated the plate hole. The surgeon left the screw in the patient body. The surgery was completed successfully without any surgical delay. No further information is available. This complaint involves two (2) devices. This report is for one (1) va-lcp dhp 2.7/3.5 dorso-lat le long 7ho. This is report 1 of 2 for complaint (B)(4).